Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the information on the reprocessing procedure provided by the user revealed no obvious deviations from the IFU. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024 sampling from: apex cfu:n.d. Bacterial identification:no detection sampling date: (B)(6) 2024 sampling from: forceps channel, suction channel cfu:0cfu/ml(37) bacterial identification:no detection sampling date: (B)(6) 2024 sampling from: air/water channel cfu:0cfu/ml(37) bacterial identification:no detection sampling date: (B)(6) 2024 sampling from: sub-water channel cfu:1cfu/ml(37) bacterial identification:bacillus species the device was evaluated where the scope was used on the patient while waiting for the culture results, and the results were positive. Based on the results of the investigation, there was difference in handling device between olympus recommendation and the user understanding. In addition, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having used the gastrointestinal videoscope on an unknown number of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received, and positive results were received on (B)(6) 2024 of 3 colony forming units (cfus) in the biopsy canal of an unknown microbe and 3 cfus in the air/ water channel of an unknown microbe. Positive results were also obtained on (B)(6) 2024 of 1 cfu in the biopsy canal of an unknown microbe, 1 cfu in the air/water channel of an unknown microbe, and 1 cfu in the aqua jet of an unknown microbe. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.